Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the catheter revision kit, verification of all final testing performed by/on the catheter revision kit, verification of sterilization, and packaging for subject catheter revision kit was performed. The review did not identify any non-conformances, issues or capas associated with catheter revision kit function. Device was not returned for additional evaluation and investigation. Per the instructions for use of the intrathecal catheter, catheter kinking is a known possible risk of use of the device. Follow-up with the physician was not possible as the patient could not remember the physician's name. No further information was able to be obtained. Internal complaint number: (B)(4).

Event description:
A patient contacted technical solutions to report that they had their pump explanted about two years ago due to a lack of pain relief. Per the patient, the surgery was initially performed to replace the pump, but during the surgery, it was discovered that the catheter was kinked. Physician replaced both the pump and the catheter, but allegedly concluded there was no issue with the pump.